Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during a radical total laparoscopic hysterectomy the doctor noticed that an hour into the procedure the active blade had sheared off. The blade did not fall off in the patient. The jaws became "welded together", device was removed from the patient. When jaws were manually opened the active blade sheared off. No contact with another metal object was reported. One device will be returning. Procedure was completed with same like product. Procedure was delayed by five minutes.